Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a valid minimum fill notification. Then customer filled the same cartridge to reach around 150 units of insulin and received another minimum fill notification. The customer's blood glucose ranged from 129-417 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.